Event description:
It was reported the patient had a strong vaginal/clitoral sensation that was uncomfortable. It was stated the patient couldn't feel anything until they got to the point that when they first had sensation it was uncomfortable. It was noted the patient wanted the battery and lead sent in to make sure they were in proper working condition. Reportedly, the devices were replaced for a system upgrade. On (B)(6) 2013 (rep): it was stated the patient was fine after their device was replaced.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v767679, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the setscrew was backed out too far and there was foreign material in the port. Final device analysis of the lead revealed the following: the #0 and #3 wires were shorted inside the #0 connector sleeve. It was stated the #0 connector sleeve was crushed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the lead was removed because they weren't 100 percent sure why the lead wasn't working. It was stated the problem might have been that the patient wouldn't feel stimulation and then it would become strong.